Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced excessive no delivery alarms, bent cannula and belt clip anomaly. The customer's blood glucose reading was unknown. The customer was assisted with 5.0 unit fixed prime and insulin did exit. The customer mentioned the cannula to appear slightly bent. The customer stated that she broke her belt clip on the table and it broke yesterday. The product was not returned for analysis.